Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced a shock sensation from the implant where the battery is located in their back. The patient also reported pain in their lower back and a separate shock sensation that travels down their leg. Concerns were raised about the potential impact of these shocks on the patient's heart. The patient was scheduled for an x-ray and magnetic resonance imaging (MRI) to investigate the issue further. The patient expressed worry about the possibility of a lead coming loose from the battery. The patient had difficulty entering MRI mode on their handset, and the MRI technician could not confirm the patient's MRI eligibility.